Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the physician asked for assistance the day of the explant. Everything was reportedly explanted and the patient was fine. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacture representative (rep) reported the patient had an infection. It was noted the entire system was removed on (B)(4). The rep noted they did not retain the implantable neurostimulator (ins). There were no further complications that have been reported as a result of this event. The patient was implant for gastrointestinal/pelvic floor.